Event description:
The customer reported that the footswitch was not advancing modes, poor phacoemulsification, and low remote control batteries. An unk number of cases were cancelled. There was no pt injury.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He was not able to duplicate the reported problem. He did note a handpiece error code (inserted handpiece does not match selected handpiece), and an IV pole error code (pole impaired) in the system log. He replaced the batteries in the remote control. The service representative checked the batteries and they were found to be within specifications. No samples were returned for evaluation. The complaint history was reviewed and there were no add'l related complaints or service reports reported for this system. The device history records was reviewed and there were no related manufacturing issues during assembly/testing. The complaint trends were reviewed and no adverse trends were observed. The root cause for the reported problems could not be determined.